Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified red particles on the shell and deformation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: exchange from textured to smooth implants due to the patient's concern with the product, additional right side report of capsular contracture baker grade I, double capsule, "fluid in the capsule" and malposition, right side is riding higher. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patient's concern with the product. Additional right side report of capsular contracture baker grade I, double capsule, "fluid in the capsule" and malposition, right side is riding higher. The device was explanted.